Event description:
In 2009, the pt reported experiencing elevated blood glucose of 300-400 on 2 occasions in the past 3-4 weeks. His normal blood glucose level is 200 mg/dl. He bolused through the infusion device to lower his blood glucose, but his levels did not decrease. He stated that when his blood glucose began to elevate, he also received e4 (occlusion) errors on the infusion device. His blood glucose decreased after he changed his infusion set, and the errors did not recur. He stated that he changes the infusion site 3 times a week and the infusion tubing and insulin cartridge every 5 days. He stated that there was an air bubble in the insulin cartridge during elevated blood glucose, and he was able to prime it from the system. He stated that he had not allowed insulin to reach room temp prior to use. The pt was not experiencing elevated blood glucose or errors at the time of the report. The pt did not require assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.